Event description:
Promus stent unable to cross the lesion while pulled back stent came off the balloon. The loose stent was then retrieved with amplatz goose neck snare device and the lesion was started with another stent. Dates of use: (B) (6) 2010. Diagnosis or reason for use: cad.